Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapies. Egms revealed noise, indicative of a damaged lead.

Manufacturer narrative:
Analysis found insulation abrasion at 12.5 - 13.8 cm from the connector pin. The etfe insulation on one of the is-1 proximal cables was also abraded. This condition is most likely the cause of noi se reported from the field. The location of this abrasion is consistent with that produced by friction with the ICD can. The electrical characteristics of the lead were found to be normal.

Manufacturer narrative:
No medwatch form was received.